Event description:
It was reported that the pt's device was "useless" by 2009. The physician checked the pt and the device. At first he thought it was do to the pt's health but also noted that it might have happened because the device or lead got "rusty". After doing some testing the function of the device was found to be normal. If additional information becomes available a follow-up report will be sent.

Manufacturer narrative:
(B)(4).